Event description:
A customer reported a broken usb port on their device, leaving the pump unable to be plugged in or turned on despite attempts with various cables. The customer reverted to an alternate method of insulin therapy.